Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an infusion issue. The nurse indicated that the pump was not indicating the correct amount given. The product was a bag that had at very most 290ml (16ml magnesium accounting for a maximum 10% normal saline overfill in a 250ml normal saline bag). The pump was indicating that 355ml was already infused yet the bag was not empty. The nurse estimates that there was about 25ml left in the bag. The event occurred in the outpatient oncology department. There was no known patient injury or medical intervention associated with this event. No additional information is available.